Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had vegetation on the right atrial (ra) lead. It was noted that the patient experienced a systemic infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.